Event description:
During preventative maintenance of the device, the user reported that the screw holding the front panel in place was stripped. Since the event occurred during preventative maintenance, there was no patient involvement during this event.